Event description:
Caller tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.97 inr. The caller's coumadin dose was modified based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).